Event description:
A surgeon reported that a patient who received op-1 putty in conjunction with calstrux for an unknown indication developed a sac with yellow fluid in it and experienced migration of the products. This patient required a re-do surgery (not specified). The surgeon suspects the migration was due to calstrux. No other information was provided. Additional information is pending.